Event description:
It was reported that after a successful insertion of the iab in the cath lab, the iab was connected to the pump. It was noted the balloon was not inflating. Due to this inflation difficulty, the iab was removed and replaced. There were further complications.